Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and the screen started to accident. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the battery life was very bad and I get no delivery alerts. Customer reported that when they screw in the reservoir so many times it was not staying screwed in. The device will not be returned for analysis.